Event description:
The customer reported that the trigger to activate the knife blade did not work. There was no pt injury. Upon receipt of the device it was noted that the clear insulation was damaged and a piece was missing. The customer confirmed that nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.